Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the pump had a faulty optical sensor. The staff attempted to reposition the pump in response to the irregular readings, but the device was pulled out of the ventricle and into the aorta. When attempts to readvance the pump failed, the decision was made to explant the device due to the patient's hemodynamic stability. There was no patient harm.

Manufacturer narrative:
The pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Additional information provided in h3, h6 and h10. The investigation into the reported issue has been completed. Positioning issues the clinical stated that there was a placement signal low alarm so they repositioned the device. It was never confirmed they were having issues with positioning or the pump was in the incorrect position. Echo images were poor so the impella was pulled completely out of the ventricle and was not able to be advanced back across the aortic valve. Product was returned and there were no damages or abnormalities seen. Due to lack of clinical information, the root cause of the positioning issues could not be determined. Optical signal issue the clinical stated that the ao placement signal did not match the aortic pressure line. The data logs show that the 5s parameters are stable throughout the case. There was a slight trend in the ps and the flows around 5:15 pm. There are suction alarms and placement signal low alarms seen throughout the whole run. Two impella position in ventricle alarms are confirmed towards the end of the run. They are in suction conditions for almost the whole case and confirmed to be in altering positions. There was no issue with the returned product. The pump was ran and no alarms reproduced. Additionally, it was pressure tested using the uson and the sensor was able to hold pressure at the respected pressure settings. Due to lack of clinical information provided, the root cause of the optical signal issue cannot be determined.